Manufacturer narrative:
Testing and investigation found the device alarmed for service alarm code 11/004 (less than 2.0 volts on lithium battery). The device has been identified as part of a product recall. The customer reported service alarm was duplicated during testing; however, the reported not turning on was not duplicated. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact of either not turning on or an unspecified service alarm. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code.